Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, during deployment of a 26mm sapien 3 ultra valve, the 26mm commander delivery system balloon ruptured with approximately 1cc of volume left. The valve was stable with no gradient or paravalvular leak (pvl) noted. No post dilation was performed. The delivery system was removed without issue. It was noted that the balloon was intact when removed. No consequences to the patient were reported. The valve remains implanted in the patient. At the time of the report, the patient was in stable condition. Information regarding the native annular diameter was not provided. Moderate valvular (annulus/leaflets) calcification was reported. A small calcified stj was also reported. The heart team was aware of this prior to the valve deployment and planned on an 80:20 aortic/ventricular deployment position.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected information: section d4: device model. Additional information: section h6: evaluation codes; section h10: narrative text. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No photos of the device or case imagery were provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint was not able to be confirmed as the device was not returned for evaluation. The presence of a manufacturing non-conformance was not able to be determined. Reviews of DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. As reported, ¿balloon rupture with about 1 cc left¿. Both case notes and complaint description also mentioned that the degree of calcium found on the patient¿s annulus/leaflets were moderate. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Although a definite root cause could not be determined, available information suggests patient factors (annular calcification) may have contributed to the delivery system during valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.